Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up after being prescribed heart rhythm management medication. Upon interrogation of the patient's implantable cardioverter defibrillator, the device failed the defibrillation threshold testing and was suspected that the medication elevated the patient's defibrillation thresholds. The patient was given a life vest and the medication was discontinued. No adverse patient consequences were reported.